Event description:
The customer's daughter-in-law reported that the customer's precision xtra meter was not working properly. As a result, the customer fell out of bed, was incoherent and lost consciousness. The paramedics were called and treated the customer with unk intravenous fluids. The customer was not transported to a health care facility. In addition, it was discovered by the adc customer service that the date and time settings in their meter were not set correctly and the customer was not using precision link software. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.